Manufacturer narrative:
It was reported that the set was missing a needless valve. One sample model 47177e was returned for investigation. The sets were examined for defects and abnormalities. The set was missing the upper smart site. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of misassembly (missing tubing/smartsite) could be related to an opportunity in the assembly instructions. This failure mode was addressed by improving assembly instructions by adding the 3" tubing insert sections. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set was defective the following information was received by the initial reporter with the following verbatim: reported issue: label says 2 needle-free valves and there is actually only 1 needle-free valve. It inhibits the user from being able to run medications via the secondary route. There should be 1 more needle-free valve located near the circular filter piece a quarter way down on the tubing. So a total of 4 defective tubings were found.